Manufacturer narrative:
(B)(4). Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm noted during testing.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2019 16:12:06 pst ice batch user (batch_ice) phone: (B)(6), complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6). Taken by: (B)(4). Inquired what led up to the complaint. Customer response: customer reports frequent replace battery now replace battery alert/replace battery now alarm t/s per (B)(4). Patient's bg at time of incident: 11.2 mmol/l. Expl alarm and possible causes. Customer states the type of battery in use is alkaline. Reviewed alarm history. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer uses the suspend before low or suspend on low cgm feature with minimed 630g/640g/670g. Item - 'did pump alarm with ¿medical device ¿ call for emergency assistance. I have diabetes.¿- na. Adv the pump requires brand new or fully charge batteries to work effectively. Customer states the battery was previously used. Customer states the battery cap not loose, cracked or damaged. This is the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Adv the pump will need to be replaced. Adv they may continue to wear pump until replacement arrives if they insert a new battery. Expl rpl policy. Customer's outcome pertaining to the complaint: replacement ship: 1; return: 1 reason for return: unexpected batt power loss (B)(6). Input date: (B)(6) 2019. Warranty start: 10/23/2015. Warranty end: 10/22/2019. Batch - (B)(4).